Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
Its alleged by the attorney, through the filing of a legal claim, that the claimant underwent a left total hip arthroplasty on (B)(6) 2015 where she was implanted with a stryker hip system. It is further alleged that years later, on (B)(6) 2017 that claimant required an emergent revision surgery to address loosening of the hip implant.